Event description:
When the leg spars on the table are not precisely aligned, pressing the up or down leg button on the hand pendant causes the leg spars to continue moving up or down on their own after the button is released. This includes a full upward flexion of the leg spars when the cable is supine. The leg spars will continue moving through their full range of motion and can only be stopped by turning off power to the table. These unintended movements place pts at risk for serious injury. Accordingly, all six tables have been taken out of use. Ref mw5087728, mw5087729, mw5087730, mw5087731, mw5087733.